Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller on how to reset the pump, but the malfunction code recurred afterward. Consequently, technical support arranged for a replacement pump. The customer decided to rely on multiple daily injection (mdi) to ensure delivery of insulin therapy.